Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms with numerous infusion sets. The customer's blood glucose (bg) level was greater than 300mg/dl and a correction bolus was delivered to address the bg level. Customer alleged that the pump sensor is overly sensitive as they receive occlusion alarms even when they are disconnected from the pump. Tandem technical support advised the customer to try other areas for their infusion set sites as the customer mentioned that they are very lean. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.